Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a volume delivery error during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'volume delivery error' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.